Event description:
During testing at the MFR, it was reported that the device would have significant wobbling. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion internally.